Event description:
Customer reported the system is ramping to max technique, and there is no image on the monitor. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and ccd camera, and performed subsequent alignments. System operates as intended. (B) (4)